Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter does not turn on and is slow in counting down. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the alleged issues first began. It is not known what additional diabetes medication, if any (other than insulin), the patient takes to manage her diabetes and it is not specified what action the patient took in response to the alleged issues; the patient's testing and medication frequencies are not specified. According to the csr's documentation, as a result of the alleged issues, the patient developed symptoms of "low blood sugar"; defined symptoms are not specified. The date/time when the patient's symptoms began is not known and it is not specified how long the patient's symptoms continued for. It is also not known what type of treatment, if any, the patient administered following the onset of her symptoms and it is not known how soon the patient's symptoms improved. During troubleshooting, the csr was unable to confirm when the patient last replaced the subject meter's batteries. The alleged issues remain unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.